Event description:
Potential problem with newly marketed infusion pumps. Very difficult in a clinical setting to determine if pump is on. The screen is hard to visualize. Can be on when you thought it was off or off when you thought it was on. You must be looking directly head on eye level. These are drug infusion devices.